Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 500 mg/dl, 498 mg/dl 397 mg/dl, 218 mg/dl, and 187 mg/dl. The customer was assisted with troubleshooting for the high readings. The customer had symptoms of headache, tiredness, and no energy. The customer treated with insulin pump bolus. Customer's blood glucose value was 213 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The drive support cap appeared normal. The customer stated that there was a white spot in the reservoir that might be an air bubble but declined to troubleshoot since they've done it when changing the set. The device settings were correct. The insulin pump's history showed multiple no delivery alarms. Troubleshooting for no delivery was performed. The customer was reporting a past event. The customer was unsure whether the event was resolved by changing infusion set and reservoir because they were not aware of the no delivery alarms. Customer was advised contact healthcare professional for possible insertion sites, surgical sites, and possibly changes infusion set types. The product will not be returned for analysis.